Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, the pt reported that he is having a difficult time hearing the infusion device beep when he presses the buttons. He stated that he sometimes has to remove the infusion device from the case to hear the beeps. He stated that the volume is set to the maximum level. He was asked to compare the beep volume to his backup infusion device. Upon follow up on (B)(6) 2009, the pt stated that he was not able to find his backup infusion device. He was sent a backup device as a courtesy. Upon further follow up on (B)(6) 2009, the pt stated that he had not yet had a chance to compare the volume of the primary infusion device to the backup device. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.